Event description:
Litigation papers allege the patient was permanently harmed by severe metal poisoning and metallosis and will have to be revised.

Event description:
Litigation papers allege the patient was permanently harmed by severe metal poisoning and metallosis and will have to be revised. **update**12/06/2012-sales rep reported revision surgery due to pain, some metallosis, and some fluid. There was no loosening noted on der. There was no new information that would change the outcome of the investigation. **update** 2/21/2013 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.